Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - converted from total to reverse because of cuff tear.

Manufacturer narrative:
Additional narrative see g1 - new contact for encore medical l. P. The reason for this revision surgery was due to a cuff tear. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history record show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to a cuff tear. The findings did not lead to a firm conclusion because the remaining items could not be identified at the time of this investigation. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.